Event description:
Boston scientific received information that this lead displayed high, out of range pace impedance measurements associated with an increase in thresholds as measured through the associated newly implanted device. The pace impedance measurements were reported to have been normal when measured through the pacing system analyzer (psa). The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.